Manufacturer narrative:
(B)(4)

Event description:
Procedure : lap nephrectomy. According to the reporter, the bag split once the specimen was being placed in the bag. There was no pt injury reported. Another device was used to continue the procedure.